Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that prior to implant the helix was tested and was found with no issues. However, during the implant attempt, the lead was caught on tissue when inserted into the stylet. Upon checking, it was noticed that the helix was slightly extended at the top. The helix was unable to be retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.